Event description:
It was reported the device battery depleted prematurely with elective replacement indicated. Patient stated the battery was "supposed to last 3 to 4 months" longer. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.